Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noisy signals during the implant procedure. A different ra lead was implanted instead. No adverse patient effects were reported.